Manufacturer narrative:
Device evaluation follow-up #2 submitted 02/08/2016: the device was returned to animas and evaluated by product analysis on 01/29/2016 with the following results: horizontal green line through display. Display was clear and legible when tested with test display. Display lens peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 01/12/2016: the correct alert date is 12/22/2015, not 01/05/2016 as previously reported.

Event description:
On 12/22/2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.